Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1(telephone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of occasional black screen and error code b40 (image processor error) was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus occasionally while using evis lucera elite video system center the screen goes black and error b40 (image processor error) was shown. The malfunction was found during maintenance; there was no delay or patient and procedure involvement.